Event description:
It was reported that when end user installed the joystick on the fdx power chair per the recall, when he plugged in the joystick he heard a pop and smelled a hot plastic smell, no signs of arching, fire, or smoke.